Event description:
The facility's pharmacist reported the device "would not deliver fluid". The pump was set to deliver saline at a flow rate of 100ml/hr with a volume to be infused of 1000ml. The hosp rep stated that there was no pt injury and no incident report had been generated. Attempts were made by baxter customer service to obtain extra info regarding pt demographics and status but no add'l details are known. No add'l contacts were provided.